Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial#: (B)(4). Product type: implantable neurostimulator. Product ID: 39565-65, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 23-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had out of range impedances. The caller stated that the patient had a normal battery replacement last week. The caller was planned to meet with the patient to program, but the rep that was at the case when they tested impedances they were all > 10000 ohms. The caller stated that there was a note in the rep system that pre and post op impedances were >10000 ohms and a paddle revision may be needed. Technical services reviewed running impedances and xrays. It was reviewed that the revision of the lead may be necessary. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer reported that the patient was going to be seen by the healthcare professional for follow-up before being referred to a neuro surgeon for a replacement. The cause of the out of range impedances was not determined.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that everything had been working well until stimulation stopped. Impedances were found to be at or over the limit at every voltage measurement with reference 0 and ranging from 20k-40k with reference 5. A flouro did not show any issues and various testing scenarios were reviewed to ensure the issue was with the lead and not the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2018-10-04 from the manufacturer representative. It was reported the plan was to replace the lead due to high impedances reported following the ins replacement approximately 3 months ago. The date of the planned revision was (B)(6) 2018. Product compatibility was reviewed. Reviewed tw vs hex wrench compatibility and when it is ok to use each one. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97702, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type implantable neurostimulator, product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead. If information is provided in the future, a supplemental report will be issued.